Event description:
Procedure performed: unknown event description: hospital: [hospital name]: complaint 1 of 3: (B)(4), complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. See pictures for more detail. No patient was involved as it was detected prior to surgery. Type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed a slight wobble in the box lock and that the jaws were slightly misaligned. Based on the condition of the returned unit, it is likely that the reported event was caused by the box lock being loose, most likely due to wear and tear on the device. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the nonconformity was noticed prior to use.

Event description:
Procedure performed: [gastric sleeve surgery]. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. See pictures for more detail. No patient was involved as it was detected prior to surgery. Additional information received from company rep. Via email on 22jan25: they didn't get to use it in the surgery; they tried it before. 100% of scissoring occurred. At first glance everything was fine until they tried to clamp. The jaws twisted. Additional information received from applied medical representative via email on 02apr25: according to what I have been told, the first two had problems during the surgery. The third one was tested before surgery and that's when they saw the same problem. Type of intervention: [reopened patient after the procedure]. Patient status: [patient was bleeding after the procedure; currently the patient is fine].